Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the plastic transparent ring at the reservoir compartment is broken and the reservoir cannot stay in place. Customer's blood glucose was 207mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had cracked case at display window corners, broken battery tube threads, cracked reservoir tube, missing reservoir tube o-ring, reservoir tube lip completely broken off and test reservoir will not lock/click in place, minor scratched and cracked display window.